Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: a review of the pump black box showed the user installed discharged batteries after a replace battery alarm on 27-aug-2019 causing the pump to go into a reboot cycle. The investigation was unable to duplicate a power loss or reboot. The battery compartment and battery cap were found to be intact. There was no evidence of power related defects were found. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 27-aug-2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.